Manufacturer narrative:
A ge service rep performed an on site investigation. An sbc upgrade was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a "cine disk not available" error message, which resulted in a loss of subtraction, road-mapping, or other critical vascular functions. There is no report of pt injury associated with this event.